Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The healthcare provider reported that over the past few months, starting last year, they were starting to get a little more pullback on the baclofen than expected in the reservoir when doing refills. The caller stated that they were constantly going up on the pump and they were trying to figure out what might be going wrong. The caller stated that the patient went back to the clinic on friday and they looked at the catheter and there was no kink and the pump was working totally fine and that they had done a full catheter flush while the patient was in the or (operating room). The caller called back later the same day asking if there were any software updates for the pump or whether it could be reset like an iphone to potentially solve an issue. The agent reviewed that they do not have the ability to update the software and there was no manual reset option.